Event description:
(B)(4).

Event description:
Synthes (B)(4) reported the following: veterinary surgeon treated a 121 lb rottweiler canine for open compound mid-shaft fracture of the left (hind) tibia. The surgeon implanted 4.5mm 9 hole narrow dcp plate, 9 screws, 2 lag screws and a bone graft. At routine follow-up on (B)(6) 2012, x-rays showed no apparent problem. On (B)(6) 2012, x-rays revealed the plate was broken in half. Surgeon removed hardware on an unknown date. Patient has reportedly been crated since the procedure, and is carried down steps to go outside.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A metallurgical evaluation was performed. The examination included visual observation, light microscopy, scanning electron microscopy (sem), and energy dispersive spectroscopy (eds). Visual and light microscopic examination revealed that the plate had fractured through the central screw hole of the plate, which is composed of implant quality stainless steel. The plate had been significantly bent at the screw hole through which the fracture occurred. The bending likely occurred after implantation due to load bearing. Sem evaluation of the fracture surfaces revealed that the crack propagation was due to repeated cyclical loading, causing stage ii fracture. Crack propagation of at least one of the plate ligaments was due to reverse bending. The final fracture was due to overload. No defects which resulted in plate fracture were observed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed that there are three different positions on the device where it looks contoured. Two contouring locations are at opposite ends of each other and located at holes two and eight. These are slight contours that are formed in opposite directions of each other such that one is down and the other up. The last bend is located at a fracture location located in the center of the product. This looks to be a more aggressive contouring compared to the prior. The product is fractured perpendicular to its length and located though the center of the fifth hole. Additionally there are scuff marks where the screws were used during the implantation of the plate. These marks can be seen throughout the plate and are located in the center of each hole. The inspection and measurements of the returned part showed all undamaged features meet dimensional and visual requirements for pertinent features that could be related to the customer complaint. One feature was damaged was unable to accurately evaluated. It is concluded that this complaint is deemed indeterminate. Device is a veterinary product. Device is similar to a device marketed for human use. Implant and explant date unknown.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: product was returned to synthes (B)(4) for evaluation on 12/20/2012; however, it is unknown what date the product was returned to synthes product liability after the metallurgical evaluation. Not a vet product but used in a vet case; no patient information will be reported.